Manufacturer narrative:
Summary of the investigation: the review of the quality documents indicated that the lead met all the requirements of the specifications during inspections. A deeper investigation was performed on the lead to check the insulation between the internal and external electrical lines of the lead. It revealed an internal insulation failure between both electrical lines at the distal level. This finding could explain the reported electrical issues. Actions have been implemented to prevent the recurrence of this type of event. The vega r58 s/n s/n (B)(6) was manufactured before the implementation of these actions. The investigation results are retained and utilized for trending purposes. For more details, please refer to the enclosed report analysis.

Event description:
Reportedly, during the implantation procedure, the vega r58 (s/n: (B)(6)) was used and psa measurements were performed. However, egms were unstable and the wave peak values were also unstable. Pacing was captured at 5.0 v, but not at 4.0 v, and resistance could not be measured. An issue with the vega r58 (s/n: (B)(6)) was suspected, so it was replaced with a new lead, and the procedure was completed.

Event description:
Reportedly, during an implant attempt during the intervention, a vega r58 was used and psa measurements were performed. However, egms were unstable and the wave peak values were also unstable. Pacing was captured at 5.0 v, but not at 4.0 v, and resistance could not be measured. A new lead was implanted, and the intervention was completed without incident.